Event description:
User facility reported that a uterine ablation procedure was performed in 2008, using a disposable novasure device. The next day, "the pt arrived in the [emergency room] ER complaining of abdominal pain...had a temperature of 103...[and] a white cell count of 20." The pt was admitted and "was given IV antibiotics." The "while blood count was at normal level" at the end of the day. A computed tomography (CT) scan revealed a small blood clot outside the uterus and the pt was "placed on a blood thinner." Cultures taken at this time were negative. The pt was discharged from the hosp "one week from admittance" with a diagnoses of "fever from unknown origin" and was reportedly "doing fine at the present time."

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot and serial number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device.